Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure in 2005. Drains were placed in the substernal region and the pericardial membrane. The drains were removed two days later. Six days later, exudate discharge from the wound was noted. The wound was opened and debridement was performed. Within 24 hrs, vancomycin was administered. Within the next three days, ceftazidime was administerd. "Wound toilet" was given until the patient was discharged from the hospital.